Event description:
Customer called because she got cidex plus 28 day solution in one of her eyes while working with devices soaking in the disinfectant solution. She irrigated her eyes and subsequently spoke to an ophthalmologist. The ophthalmologist indicated some over the counter eye drops and a patch for the eye irritation.